Event description:
It was reported that the there is a cable failure causing image loss and a "video loading" error message.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.